Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. After removing the smart touch bidirectional sf catheter for exhibiting high impedance values, clotting was noted at the tip of the catheter. The catheter was replaced and the issues were resolved. The procedure was continued without patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on the event. The response received depicted the substance at the tip of the catheter to be coagulum. The cut off values for impedance were never reached. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17631518l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: smartablate generator, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient that underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. After removing the smart touch bidirectional sf catheter for exhibiting high impedance values, clotting was noted at the tip of the catheter. The catheter was replaced and the issues were resolved. The procedure was continued without patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on the event. The response received depicted the substance at the tip of the catheter to be coagulum. The cut off values for impedance were never reached. The issue with high impedance was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue with the coagulum was assessed as reportable. Since coagulum has poor adherence to catheters it could be a potential source of embolism.